Event description:
It was reported that the pump is broken, maintenance required message keeps coming on. No procedure was being performed. No patient involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the reported event and the device. Visual inspection of the returned device noted a broken and cracked casing. Functional evaluation revealed "maintenance notification- maintenance is required" error message after booting up. Further investigation revealed that the maintenance due clock in the device is down to zero days thereby triggering the error message. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances related events of the reported events. The root cause is traced to maintenance. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required.